Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump had minor scratches on the display window and cracked display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he has a new insulin pump and it was working well and suddenly only half of the screen was visible and other half blank and now display screen is completely blank. Blood glucose level is 119 mg/dl. Nothing further reported.